Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown. Customer stated that pump alarm during normal use and explained to him it may indicate a loose batter cap. Customer was advised that we will send a replacement battery cap. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 317 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer did not received failed battery test. Customer was advised that we will ship a replacement battery cap and monitor the pump.